Event description:
It was reported that the product was smoking and the lightcable appeared yellow after smoke might have gotten into it.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to determine if there were any loose components inside. There were none. The product was powered up, the display activated, and the correct software loaded. Standby mode did not activate. The bulb failed to ignite and an e-1 error message appeared on the display. During the power-up sequence, the product emitted a burning smell. An evaluation was performed on the ability of the lightcable and jaw to engage. The evaluation was successful. The bulb from the product was placed into a known good x8000 lightsource test unit and the lumen output was measured. The resulting measurement was within specification. The root cause of the reported failure was traced to a defective ballast. Further investigation revealed that the jaw handle was slightly loose. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.